Manufacturer narrative:
Date returned to mfg: 3/8/2019. A single used spinning spiros was returned for investigation. The spin feature had not been activated to allow for the female luer to spin freely when connecting to a mating device. The device was tested the trifuse set male spin luer and met spin collar expectations. The spin feature was subsequently activated within specification which would have resulted in a secure connection with the mating device. If the spin feature of a spinning spiros is not activated during use any rotation in the disconnect direction could result in a disconnect from a mating device during use. The lot number was not provided; thus, a manufacturing batch record review could not be completed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported the tubing set detached from the trifuse connection and the spiros cap, which then disconnected from the central line. At which time, blood was found all over the bed and patient. There was patient involvement with an unspecified minor adverse event and intervention. No further information has been provided.